Manufacturer narrative:
Other, other text: h10 - device evaluation results: one unit of the cadd administration set was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No abnormalities were found with the sample. The sample was then leak tested. No leaks were observed. The customer reported product problem (leaking) was not reproduced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the sample.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during use of this smiths medical cadd administration sets, leakage on the connector was noticed. It was reported that the nurse was unable to connect tightly to the peripheral nerve block (connector at patient's site). The nurse also tried to use a catheter crocodile clip to connect again to secure it and 10 mins later leaking was found at the connector part. Infusion was not life-sustaining. No reported adverse effects or patient injury.